Event description:
In 2009, the patient reported that for the past 3 days she has had elevated blood glucose readings up to 317 mg/dl with her normal range being 90-200 mg/dl. She does not experience any symptoms. She stated that for the past 2 nights her blood glucose "skyrockets" 2 hours after eating. She treats her readings by delivering insulin but her readings remain elevated. She stated she has checked her insulin and "everything" and believes the issue is with her insulin infusion device. She has not received any errors or alerts on her insulin infusion device and states she properly changes her accessories. Her insulin is not expired or cloudy and she allows it to reach room temperature before filling the cartridges. Her device has not been dropped or damaged. She disconnected from her headset and bolused 5 units of insulin without error. She confirmed the time and basal rates are accurate. She checked her device history and stated her basal total from 12am-12pm is 5.8 and the total bolus amount delivered since midnight is 13 units. She stated the daily total since midnight is only 10.7 units. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.